Manufacturer narrative:
Complained product will not be not available.

Event description:
Base unexpectedly jumped and turned black jumped like a short circuit - oral-b [device electrical finding]. Case narrative: consumer via phone stated that the oral-b toothbrush base unexpectedly jumped like a short circuit and turned black. No injury was reported.